Manufacturer narrative:
Patient identifier not available from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion. It was reported that the spinous process clamp short did not thread. The surgeon had to shave the process slimmer to get the opening slim enough for the threading to take. There was no reported delay and no reported impact to patient outcome.